Manufacturer narrative:
Continuation of d10: ev240163 ev-lea, implant date: (B)(6) 2024; cmrm6133int antibacterial absorbable envelope, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was seen in clinic and it was noted that the extravascular (ev) lead sensing of r-waves were very variable from 2 to 10 mv (millivolts) and varied with deep breathing. Additionally, the extravascular implantable cardioverter defibrillator (ev-ICD) was implanted with an absorbable envelope, however the patient¿s device pocket wound was oozing for the first two weeks after implant which got resolved with an extra dose of antibiotics. It was also noted that the patient¿s upper arm was also still hurting a little bit. The (ev-ICD) system remains in use. No further patient complications have been reported as a result of this event.